Manufacturer narrative:
Concomitant medical products: rm voluma. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, nodules and erysipelas are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: precautions for use: as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials shall be followed. Undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. Induration or nodules at the injection site.

Event description:
Healthcare professional reported injecting a patient with unspecified juvéderm voluma, juvéderm volbella with lidocaine and juvéderm volift with lidocaine. Two months later, the patient developed edema and nodules at the injection sites especially on the chin and nasogenian grooves. Patient had a condition of erysipelas and was hospitalized for antibiotic treatment. Patient was discharged with the condition resolved. This is the same event and the same patient reported under MDR ID #3005113652-2018-00829 ((B)(4)) and MDR ID #3005113652-2018-00889 ((B)(4)). This is the second MDR submitted for the 2nd suspected product, juvéderm volbella with lidocaine.

Event description:
Additional information: patient had concomitantly been taking medication for hypertension. Patient had been treated with intravenous amoxicillin at the hospital.